Event description:
Patient presented with a subclavian artery aneurysm. Reportedly, the patient's anatomy was very tortuous with narrow vessels. Three gore viabahn endoprostheses were used to line the aneurysm. The target lesion was pre-ballooned and two 9mm gore viabahn endoprostheses were deployed. The target site was ballooned again, and a 12fr introducer sheath was used to advanced the 10mm gore viabahn endoprosthesis over a .035 guidewire. As the gore viabahn endoprosthesis was advanced, the device was unable to cross a stenotic area. The gore viabahn endoprosthesis became scrunched and distorted as it was pushed back and forth in an attempt to cross the lesion. The gore viabahn endoprosthesis could not be advanced or withdrawn into the introducer sheath. A cutdown was performed in the upper arm to remove the introducer sheath and the gore viabahn endoprosthesis. The target lesion was ballooned more aggressively and a longer 12fr introducer sheath was used to advance a new 10mm gore viabahn endoprosthesis. The gore viabahn endoprosthesis was deployed and the patient is reported to be doing fine.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state that based on the examination performed, no anomalies were found that could be attributed to the MFR of the device.